Event description:
Analysis of the returned subject guidewire device revealed that the distal tip of the subject guidewire had been fractured and separated during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. A visual inspection was examined, and it was observed that the subject guidewire device was noted to be broken/fractured 210cm from the proximal end, the distal end was not returned. No other anomalies were noted. The functional inspection could not be performed as the guidewire was broken/fractured and the tip was not returned. The reported events could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned for analysis, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when delivered a subject guidewire device to pass the thrombus, the operator found resistance after reached the occlusion and the subject guidewire device was not able to be advanced. Withdrew the subject guidewire device and it was also hard. After taking the subject guidewire device out and found tip 10cm of the subject guidewire device was stretched. Replaced it with another guidewire to finish the procedure. Additional information provided by the customer indicated that continuous flush set was up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The operator couldn't rotate the guidewire, the guidewire was rotated once. The subject guidewire device was returned for analysis, and it was found that the distal tip of the subject guidewire device had been fractured and separated from the subject guidewire device. The analysis results are consistent with the reported event. It is probable that the subject guidewire device experienced friction and difficulties in advancing and torqueing due to procedural and/or anatomical factors present during the clinical procedure, it is probable that the subject guidewire device then fractured and separated due to the attempt to rotate the subject guidewire device against resistance and removal from the patient. An assignable cause of procedural factors will be assigned to the as reported and as analyzed defects, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.